Event description:
It was reported that a catheter revision was done. During an unrelated surgical procedure, a surgical healthcare provider (hcp) accidently 'nicked' the catheter during the surgery. The catheter was cut at the spinal segment. The hcp detached the original two piece catheter at the connector pin, removed the cut spinal section, added a new spinal section, connected the pin to the pump and spinal segments, and put new boots on. The hcp then did another dye study under flouro to ensure the catheter was not leaking. A single bolus was done to fill the new spinal portion only. There were no patient symptoms related to this procedure, as the surgical procedure being done at the time was unrelated to the pump system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot# b003015n13, implanted: 2003 (B)(6), product type catheter. (B)(4).